Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, final angiogram showed there was a proximal type I endoleak present following the placement of endoanchors. As per the physician it appeared the stent graft was implanted lower than planned so a etcf3636c49e aortic cuff was implanted closer to the right renal artery. After implanted the cuff, the physician implanted two more endoanchors. The final angiogram showed a type ii endoleak. As per the physician the cause of the event was anatomy. It was noted the patient had a reverse funnel neck 23mm -30mm over 15mm's. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however the exact type and cause of the endoleak could not be fully determined from the films provided. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. It is likely that the observed endoleak was a type ia endoleak. This is likely to have occurred due to the anatomy of the patients neck (reverse funnel and angulation), as well as implanting lower than intended which was noted in the films to have been ~10mm below the right renal. There may have also been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. The reported type ii endoleak is most likely to have been that which was identified in the distal aneurysm sac in the area of the overlap of the limbs. B:5 additional information received. It was confirmed that the additional two endoanchors were implanted after the aortic cuff as the cuff didn't fully resolve the type ia endoleak. The ia endoleak was no longer present at the end of the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation code, conclusion updated. If information is provided in the future, a supplemental report will be issued.